Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned from investigation of cer (B)(4), during initial implant of a 25mm 3300tfx valve, the surgeon performed a CABG due to concern for impingement of valve strut on the ostium of the rca. Per medical records received, the patient underwent avr, intraoperatively the native av was found with heavy calcification. The native valve was excised and annulus size to 25mm. A 25mm 3300tfx was implanted with pledgeted sutures, seated and secured in place with sutures. Surgeon could see the ostium of the left main was completely unobstructed. The right ostium was very close to one of the valve struts. To make certain there was adequate flow to the right coronary, the surgeon decided to harvest a little segment of vein and perform a CABG. Echo demonstrated satisfactory valve function with no pvl. Wean and separated from bypass easily. The patient was transferred to the ICU in satisfactory condition with no complications. On pod #4, the patient developed heart block and a permanent pacemaker was placed with no complications. On pod #6, the patient was discharge.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: g3, g6, h2, h6: (component code, type of investigation, investigation findings, investigation conclusions). The customer complaint is confirmed. There is no evidence to suggest an edwards/supplier manufacturing defect. A pra is not required. A CAPA/scar is not required. Root cause analysis: per the description of event, " it was learned from investigation of (B)(4) , during initial implant of a 25mm 3300tfx valve, the surgeon performed a CABG due to concern for impingement of valve strut on the ostium of the rca." Per medical records received, "the patient underwent avr, intraoperatively the native av was found with heavy calcification. The native valve was excised and annulus size to 25mm. A 25mm 3300tfx was implanted with pledgeted sutures, seated and secured in place with sutures. Surgeon could see the ostium of the left main was completely unobstructed. The right ostium was very close to one of the valve struts. To make certain there was adequate flow to the right coronary, the surgeon decided to harvest a little segment of vein and perform a CABG. Echo demonstrated satisfactory valve function with no pvl. Wean and separated from bypass easily. The patient was transferred to the ICU in satisfactory condition with no complications. On pod #4, the patient developed heart block and a permanent pacemaker was placed with no complications. On pod #6, the patient was discharge." The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A DHR review was performed, and no related manufacturing nonconformances were identified. A CAPA/scar/pra is not required, as there are no confirmed product or labeling non-conformances and no other triggers are met. The most likely cause is procedural and patient factors. An edwards defect has not been confirmed.